Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient became agitated while the physician was fixating the leadless pacemaker, resulting in its helix disengaging from the myocardium. The device was then retrieved, and a new one was implanted. There were no patient consequences.